Event description:
International affiliate reports that valve was implanted in 2003 (exact date unknown). Seven months later the valve outlet was found to have become exposed through the patient's skin and the shunt system was removed.